Event description:
Event description guidant received information that this implantable pacemaker (ipm) was displaying an ert (elective replacement time) indicator with a magnet rate of 85ppm. The device was unable to be interrogated for lead impedance. The device was explanted and returned to guidant for labratory analysis.